Manufacturer narrative:
The device was received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement test due to blank display. The device had broken battery tube threads.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was at 392 mg/dl the time of incident. Customer treated high blood glucose level with manual injection. Customer did not report any symptoms related to the high blood glucose level. Customer reported that the insulin pump had blank display. Customer stated that the battery compartment was cracked. The insulin pump will be returned for analysis.